Event description:
The complainant has reported that a female pt underwent an upper gastrointestinal endoscopy procedure involving a biopsy using radial jaw 4 biopsy for forceps device. It was reported that a biopsy procedure was completed at approximately 12:00pm, in 2007. Later on the same evening, the pt "experienced bleeding" and was admitted to the hosp in order to treat the bleed. It was noted that the pt exhibited an "ulcer near the biopsy site". The bleed was successfully treated using hemostatic clipping devices. The pt recovered following this treatment. No other complications were reported as a result of this event. Further, it was reported that "the physician did not think it was the forceps that caused the bleeding, but wanted to report the incident".

Manufacturer narrative:
Evaluation conclusions - device not returned, an evaluation will not be performed, 70 device discarded, unable to follow-up, no conclusion can be drawn (for root cause regarding suspect device), no device failure. The complainant has indicated that the device was disposed and will not be returned to the MFR; consequently, an evaluation cannot be performed and the root cause of the reported event is unknown. A search for similar complaints on the reported lot was conducted and found no additional complaints for this product batch. The 04/07 rolling 15 month complaint trend chart was reviewed for the rj4 product family. No adverse trends were noted. Further, the total number of complaints rec'd for this product family does not exceed a limit which would warrant further action at this time.